Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, the contralateral limb dislodged from the iliac. The physician elected to implant an additional iliac limb extension. In addition, a type ia or ii endoleak were suspected at the conclusion of the procedure. The physician will further evaluate the endoleak at one-month follow-up. The patient is reportedly in stable condition.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak, type ii endoleak and dislodged/displaced limb implant events are unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest there was a lot of difficulty with the contralateral left iliac limb. Despite the 160mm length, the limb landed proximal of the iliac due to significant tortuosity and foreshortening. The physician elected to implant a second ovation ix iliac limb in the left iliac limb. At the conclusion of the procedure there were no endoleaks. These findings were discovered during an examination of the operative notes. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.